Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified proximal to mid left anterior descending artery. A 3.00mm x 12mm nc emerge was selected for treatment. During the procedure, on the first ablation, the speed was unable to increase up to its set rotation speed of 180,000 rpm. When the balloon was inflated, it got ruptured before the nominal pressure. The device was simply removed and completed the procedure with another of same device. There was no patient complications reported.